Manufacturer narrative:
The insulin pump passed functional tests. No unexpected alarms were noted. A47 alarm was noted on alarm history screen due to corrupted history file. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels. His blood glucose level was 223 mg/dl. The customer corrected his high blood glucose level with a manual injection. While troubleshooting an external ram crc error, an unexpected restart, and a displayable history crc check failed on startup alarms were found in the alarm history. The product was returned. Nothing further to report.